Event description:
It was reported that during a tran flap procedure, the device blade broke in half, the price was retrieved from the pt. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.